Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for 2:1 atrial flutter and that the device feature which discriminates between supra ventricular tachycardia (svt) and true ventricular tachyarrhythmias did not withhold or withhold correctly. The physician also questioned why the rhythm was first detected as sinus tachycardia. The patient was to be brought in to activate the device feature which withholds inappropriate detection if the arrhythmia displays characteristics of an svt origin. The device remains in use. No further patient complications have been reported as a result of this event.